Event description:
Local synovitis [synovitis]. Case description: spontaneous report was received on (B)(6) 2012 from an orthopedic surgeon regarding a female patient. The patient's medical history was not provided. On an unspecified date, the patient initiated synvisc (hylan g-f 20) injection (dosage regimen not provided). The lot number of synvisc was not provided. On an unspecified date, the patient developed local synovitis. The patient received a steroid injection and the event of local synovitis abated two days after receiving the steroid injection. The patient also received a short course of oral steroid. The action taken with synvisc treatments was not provided. Concomitant medications were not provided. The intensity for the event of local synovitis was mild. The relationship between synvisc and the event of local synovitis was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.